Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (B)(6) 2019. The complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4). Maquet cardiopulmonary gmbh received the product for investigation. A visual inspection has been performed in the laboratory of manufacturer. A hole was found on the sterile packaging of the reservoir. Also damage was found on the label of the product. But this one could be occurred during transportation of the sample to the manufacturer. Based on this the failure could be confirmed. The device history record review was performed. It was seen that visual controls have been performed in production. No scrap record was found for the sterile bag. No non onformity record also was found. There were no references found which are indicating a nonconformance of the product in question. Due to this the most probable cause of the failure is found as transportation failure. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that customer found a hole on the package when he opened the box and checked. Complaint: # (B)(4).